Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
(B)(6) customer's mother called in to report that her daughter's insulin pump was not working correctly. Caller stated that the insulin pump is alarming low battery and the batteries are not working. Caller stated that they change the battery cap, but the problem remains. Nothing further was reported.